Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k102470. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thyroidectomy, the device's seal was occasionally incomplete. Seals did not seem to be made evenly. There was a seal tone and an end tone, but there was no re-grasp alarm. New device was used to continue. No patient harm.

Manufacturer narrative:
Evaluation summary: the product was not returned; however, a picture was provided by the customer for analysis. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. No defects were identified with the product in the picture. The picture showed the seal plates. No damage was seen on either seal plates. Inspection of the customer provided photo did not identify anything that would have caused or contributed to the reported issue. The investigation found no damage to the visible portion of the disposable in the customer provided photo. The product was not returned for evaluation and so functional testing on porcine vessels could not be performed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
One lf1212 was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product met specification as received. The reported conditions were not confirmed. The device was plugged into a generator and was recognized. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made with visually acceptable results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. Refer to the product instructions for use(IFU) for recommendations on tissue sealing. The IFU states, keep the instrument jaws clean. Build-up of eschar may reduce the seal and/or cutting effectiveness. If information is provided in the future, a supplemental report will be issued.